Event description:
It was reported by the patient¿s legal guardian that the patient¿s blood glucose reached 400¿mg/dl while wearing the pod between 5 and 24 hours. Reportedly, despite the cannula being inserted into the infusion site (unspecified), the pink slide did not move forward properly, which is indicative of a needle mechanism failure. It was also reported that the cannula was found bent after the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.